Manufacturer narrative:
Findings: up arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. The backlight dispplay functioned properly. No huming noise anomaly noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 278 mg/dl. The customer stated that none of the buttons work or respond. The customer state that the device never got wet. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.